Event description:
Wire was added for support to advance the stent. When the stent was needed to reinsert, it was noted to have a stent strut protruding out of the stent. The stent did not reenter the body and was removed from the field and a new stent was obtained. No apparent side affects were noted. FDA safety report ID# (B)(4).